Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive b-hcg result on the architect i2000sr analyzer. The following data and patient data was provided: (B)(6) 2017 in vitro fertilization. (B)(6) 2017 initial hospital visit, b-hcg = 1114.29 miu/ml (customer suspects this result is falsely elevated). (B)(6) 2017 b-hcg repeated (using same sample from 15th) = 24.37 miu/ml. (B)(6)2017 the patient had a miscarriage. There was no negative impact to patient management reported.